Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, operator tried to adjust the position of the subject coil within the aneurysm the subject coil was not able to be retracted, nor it was moving. When the subject coil was slowly retrieved it was found to be stretched. The procedure was completed successfully with another device without any clinical consequences to the patient. The subject coil was returned for analysis and the device investigation revealed that the subject main coil was prematurely detached /separated during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject coil delivery wire was seen to be kinked bent in multiple areas and the main coil was seen to be detached /separated from the delivery wire. Functional inspection for reported main coil stretch could not be confirmed as the main coil wasn¿t returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the delivery wire was seen to be kinked/bent in multiple areas. The main coil was seen to be detached/separated from the delivery wire. On functional inspection, the reported main coil stretched and the device difficulty engaging target vessel could not be confirmed as the main coil was not returned. The reported as reported codes device difficulty engaging target vessel and main coil stretched were not confirmed and will be assigned a probable cause of not confirmed. The as analyzed codes coil delivery wire kinked/bent, and main coil prematurely detached /separated during use will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.